Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was over 500 mg/dl declined to trouble shoot and treated with manual injection. Customer also reported that the insulin pump had motor error. Customer was able to successfully clear the alarm and able to complete pump rewind. It was also reported that the insulin pump was not exposed to high magnetic field, drive support cap was normal and customer did not report motor position encoder error. The insulin pump will be returned for analysis.